Event description:
During a transfemoral tavr procedure, a 23mm sapien xt valve was deployed in a 50:50 position; however, after approximately 5 minutes echo reveled the valve had moved ventricular a few millimeters. After approximately another 5 minutes, the top of the sapien xt valve was level with the native annulus (reference manufacturer report number 2015691-2014-02459). The team elected to place a second valve to secure the first valve. A second 23mm sapien xt valve was deployed in a 30:70 aortic/ventricular position; however, wide open central regurgitation was noted. The regurgitation was thought to have been caused by an overhanging native leaflet, since the valve had to be implanted in a more ventricular position. The procedure was converted to open surgical repair. The two sapien xt valves were removed and a magna ease valve was implanted. The patient was transferred to recovery in stable condition. The patient¿s native annulus measured 22.5 mm in diameter and was mildly calcified. The native leaflets were reported to have moderate calcification. The surgical team reviewed the procedural images and determined there was not as much calcification on the annulus, as thought during the prescreening. This report represents the second valve.

Manufacturer narrative:
Per the instructions for use (IFU), ventricular malposition with central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment a technical summary was created to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case the valve was intentionally placed too ventricular to secure a migrated valve. This ventricular placement resulted in leaflet overhang and central regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review.